Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty at t12 due to compression fracture at t 12. Intra-op, the ibt ruptured. When the physician inserted both trocars as planned then inserted biopsy device in both sides, the physician did not drill and inserted the ibt. The physician began inflating ibt rotating between right and left sides during inflation right then left. When right ibt was in low 100 psi range and approx 3 ml it ruptured. The physician removed and flushed right side with saline, then it is continue to inflate left ibt, it ruptured shortly after, doctor stated approx 3-4 ml and low to mid 100 psi range. The physician flushed again with saline, then inserted cement, approx 3.5 to 4 ml per side and completed case. There were no patient complications as a result of alleged event.